Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v149879, implanted: 2009-(B)(6), product type: lead. Product ID: 3389s-40, lot# v053074, implanted: 2009-(B)(6), product type: lead. Product ID: 7482a66, serial# (B)(4), implanted: 2009-(B)(6), product type: extension. Product ID: 7482a66, serial# (B)(4), implanted: 2009-(B)(6), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there were low impedance of 57 on 0 and 3 electrode pair which the patient had been using which was likely a short. The patient was admitted to the hospital due to severe return of tremor on the right side. Diagnostic testing included impedance testing and reprogramming. The patient was switched from 0+, 3- to c+, 3- and the tremor resolved completely. The amplitude was dropped from 3.5 volts to 2.0 volts and the battery reading was 2.67 and would soon need to be replaced. The issue was resolved but the cause was not determined.